Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination by the depuy australia engineering team confirmed the reported observation. A pin component of the instrument had failed. The root cause is attributed to design. This instrument code is no longer being manufactured for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the root cause is related to design. This instrument code is no longer being manufactured for distribution. Mre not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that handle did not break into two but only the small pin inside the handle. All pieces of the broken instrument retrieved from the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hip replacement surgery while preparing the femur and impaction the handle was broken.